Event description:
Pt was revised to address gray fluid in synovium. Update: (B)(6) 2011 - revision operative report indicates that there was mild tannish corrosion on the component upon removal of the femoral head.

Manufacturer narrative:
The report states: patient was revised to address gray fluid in synovium. Doi: (B)(6) 2008 - dor: (B)(6) 2010 (right side). Update (B)(4) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update (B)(4) 2011 - medical records received by (B)(4) 2011, forwarded to depuy (B)(4) on (B)(4) 2011. Revision operative report indicates that there was mild tannish corrosion on the component upon removal of the femoral head. The complaint was reopened to add this new information. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See scanned page.